Event description:
This 45-year-old female underwent bilateral augmentation mammoplasty in 1982 at another facility, thus the MFR of the silicone gel implants is unknown to the reporting facility. Due to breast pain and concerns related to the implants, the pt wishes to have them removed. Gross exam: right implant is ruptured and exudes a clear gelatinous material, the left implant is intact. Both capsules show fibrosis and chronic inflammation to foreign material.